Event description:
It was reported that an ilet device with confirmed serial number (B)(6) did not charge on the supplied wireless charging pad despite multiple hours on the pad and a confirmed green indicator on the charger, and the user¿s phone charged on the same pad, indicating a suspected device power/charging malfunction involving the pump¿s power subsystem. Symptoms included hyperglycemia reported as ¿too high¿ while the device could not be charged and therapy could not be used. Outcomes included therapy interruption and use of backup therapy. Investigation included customer troubleshooting with alternate pad verification, visual confirmation of the correct ilet charger in use, and review of user-provided video. Investigation of this case revealed evidence consistent with a device power failure or inability to accept charge rather than an external charger failure. It was concluded, based on previously established findings for similar reports, that the cause was a device-related charging malfunction.

Manufacturer narrative:
Investigation description: complaint was confirmed through engineering logs. The device was not charging while on a charging pad on multiple instances. The issue is likely due to a power circuit issue on the mainboard. The mainboard will be replaced during refurbishment.